Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0hmuq, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Date of event is an approximation.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) was broken underneath the implant and the leads were all pulled out and twisted. They noted that they had a fall the year prior to the report, 2016, which could be related to the issues. After the fall, they had a return of symptoms and they went through 150 pads in three months. They were having problems since then, so they got a new implant.